Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. A visual inspection revealed that the inferior plate (mb121k lot 5713699) and the polyethylene insert have disassembled from the peek cartridge. The superior plate (mb080k lot 5695919) was still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. A functional inspection was performed with a mobi-c inserter (mb9001r) and found the implant was able to be inserted into the disc space of a spine model and the inserter released as expected. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for mobi-c implant 15 x 19 h5 (pn mb3595) for the failure of disassembly. The failure of disassembly could possibly be attributed to unintentional error during threading when the prosthesis was loaded into the implant holder. This device is used for treatment.

Event description:
It was reported that a mobi-c implant disassembled during implantation. The surgery was completed using a new implant, and there was no patient harm.

Event description:
It was reported that a mobi-c implant disassembled during implantation. The surgery was completed using a new implant, and there was no patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.